Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: on investigation, the pump powered on normally with a fully functional and fully illuminated display screen. There were no visible signs of fading or discoloration of the display screen. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior compartment or components. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.